Event description:
Complainant alleged that while attempting to defibrilate a pt in cardiac arrest, the device did not display the appropriate charge prompt. The clinicians were able to obtain another device to treat the pt. The pt subsequently expired.